Event description:
This case was initially received via (B)(6) ((B)(4)) on 20-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pruritus ("pruritus") and basedow's disease ("basedow's disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pruritus (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant) and arthralgia ("articular pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pruritus, basedow's disease and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, basedow's disease and pruritus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21sep2017 for the following meddra preferred terms: pruritus: the analysis in the global safety database revealed 102 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report